Event description:
The pt's mother reported that the infusion device did not give an e1 (cartridge empty) alarm when the insulin cartridge was empty. The pt began to feel ill while at school and went home. It is unk if the pt actually experienced elevated blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report all that is available at this time. If further info is obtained it will be provided in the supplemental report.